Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for evaluation: yes. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that 3 bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had a broken lid. The following information was provided by the initial reporter: "the hemogard lid remains in the body of the blood collection set after the withdrawal. The have control and the opening is done very easily compare to others lots, and they think that there not enough pressure in the vacutainer tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100249, medical device expiration date: 2021-10-31, device manufacture date: 2020-04-09, medical device lot #: 0352967, medical device expiration date: 2022-06-30, device manufacture date: 2020-12-17.

Event description:
It was reported that 3 bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had a broken lid. The following information was provided by the initial reporter: "the hemogard lid remains in the body of the blood collection set after the withdrawal. The have control and the opening is done very easily compare to others lots, and they think that there not enough pressure in the vacutainer tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 3 bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had a broken lid. The following information was provided by the initial reporter: "the hemogard lid remains in the body of the blood collection set after the withdrawal. The have control and the opening is done very easily compare to others lots, and they think that there not enough pressure in the vacutainer tube."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0167210 d4: medical device expiration date: 2021-10-31 h4: device manufacture date: 2020-04-09 d4: medical device lot #: 0072468 d4: medical device expiration date: 2021-09-30 h4: device manufacture date: 2020-03-12 h6: investigation summary bd received 3 samples from lot 0100249, 4 samples from lot 0352967, 10 samples from lot 0167210, and 3 samples from 0072468 and no photos were returned by the customer in support of this complaint. All samples were inspected before being draw tested. 2 out of 3 tubes from lot 0100249 show that the stopper appears to be punctured and there is an ¿x¿ written on the tube label. 1 out of 4 tubes from lot 0352967 show that the stopper appears to be punctured and there is an ¿x¿ written on the tube label. No issues were identified with the 10 tubes from lot 0167210 or with the 3 samples from lot 0072468. Functional testing was performed on all sample tubes. 2 out of 3 tubes from lot 0100249 were below the specification limits and they correspond with the ¿x¿ written on the tube label. 1 out of 4 tubes from lot 0352967 were below the specification limits and it corresponds with the ¿x¿ written on the tube label. All weights from lots 0167210 and 0072468 were within specification limits, no ¿x¿s¿ were written on any of these tube labels. Separately, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the defect was observed with the samples from lots 0100249 and 0352967 do confirm underfill; however, the stoppers of the tubes that were below the specification limits had damage to the stoppers and ¿x¿s¿ written on the tube labels. The evaluation of the samples from lots 0167210 and 0072468 and retention draw results did not confirm underfill of the product. The retention sample draw results did not confirm underfill of the product. The device history records for all lots affected were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 3 bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had a broken lid. The following information was provided by the initial reporter: "the hemogard lid remains in the body of the blood collection set after the withdrawal. The have control and the opening is done very easily compare to others lots, and they think that there not enough pressure in the vacutainer tube."